Event description:
During remote follow up, post paced t- wave oversensing was observed on the device. Technical support was contacted and the device was reprogrammed but was unsuccessful. Additional reprogramming was requested. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.